Manufacturer narrative:
H6: evaluation codes: results (other): visual inspection of the returned product showed that the lens was torn across the optic and both haptics and there was another small tear on the optic. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. H11: staarvisc ii, lot number unknown.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The lens was removed and replaced without any patient injury.